Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting procedure, stent thrombosis occurred. The lesion being treated was located in the obtuse marginal left circumflex (lcx). The lesion had a 90% stenosis and was calcified. The lesion was narrow and diffuse with a minimal lumen diameter of 2.5mm. The physician predilated the lesion with a 2.5mm maverick2 balloon at 10 atms for 30 seconds. A 2.50x12mm taxus express2 drug eluting stent was implanted at the lesion at 11 atms for 45 seconds and was then post-dilated by the delivery balloon at 14 atms. Timi grade improved to 3 and the stenosis was reduced to 0%. At 8 days later the patient was discharged from the hospital. At 107 days after the patient was discharged, the patient presented to the hospital complaining of chest pain. Perfusion of the target vessel was narrow, and the physician was unable to diagnose the cause of the chest pain, as the target lesion was located in a place where a change of cardiac electrocardiogram did not appear. The physician administered nitroglycerin, but the patient condition did not improve. The patient was discharged from the hospital. The physician feels that there is a possibility that the thrombus occurred at this time. At 35 days later, the patient presented to the hospital complaining of chest pain while at complete rest. The physician administered nitroglycerin (30 t/month). Later the same day, heart catheterization was performed, and it was confirmed that the obtuse marginal lcx was totally occluded with collateral from the right coronary artery. The physician attempted to cross the lesion with a guide wire, but was unable to cross. According to the physician, the lesion "was not soft like isr." The physician attempted to cross the lesion using a support catheter, but was still unable to cross the lesion, so the procedure was cancelled and drug treatment was started. Itorol and sigmart were prescribed. Presently, nitroglycerin is not needed, but the patient complains of "prickly chest pain" at moments. At the time of the event, the patient was taking aspirin, plavix, and cilostazol.